Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025. A patient underwent for a port placement procedure using powerport clearvue isp implantable port, chronoflex single-lumen, 8fit. During the procedure, the plastic hub of the needle allegedly had a hole. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle was returned for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. Cracks were noted on the introducer needle hub. Upon infusion, leaks were observed from the introducer needle hub. Therefore, the investigation is unconfirmed for the reported material puncture/hole as upon investigation, cracks were identified during investigation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025. A patient underwent for a port placement procedure using powerport clearvue isp implantable port, chronoflex single-lumen, 8fit. During the procedure, the plastic hub of the needle allegedly had a hole. There was no reported patient injury.